Event description:
On (B)(6) 2019, a perceval valve sutureless aortic heart valve was implanted. The valve was explanted on (B)(6) 2022, after 3 years due to prosthetic valve dysfunction and early stenosis. It was found that one of the leaflets had calcified. During the re-do procedure, some additional calcifications were found in the internal wall of the noncoronary sinus of the ascending aorta, which required partial repair via endarterectomy to obtain a complete clearance. After explanting the perceval valve, the internal aortic annulus measured 22 mm., ie. Suitable for implantation of the 21 mm. Edwards pericardial prosthesis. The procedure was completed with no complications. Data on the device functionality over time was provided as follows: the mean gradient across the valve on the first surgery was initially 5mmhg on the operating table. Three months later it was 13 mmhg, and then, 10 months later, 22 mmhg. From the echo report dated (B)(6) 2019, no regurgitation was detected. The aortic valve appears well seated. The mean/peak gradients were of 22/36mmhg (corrected mean/peak gradients are 18/29mmhg). The ava is 0.9cm2 and dpi is 0.43. The patient was treated with warfarin for four weeks following surgery and has remained on aspirin even since surgery. Once the gradient reached 22 mmhg, the patient was put back on warfarin for a period, and the gradient appeared to stabilise. Later on, the warfarin was changed to xarelto. Subsequently, the transvalvular mean gradient elevated to 37 mmhg., and more lately, 42 mmhg., indicating the patient has recurrent severe aortic valve stenosis. The echocardiogram also shows mild to moderate lvh with lv wall thickness 1.4 cm., good lv systolic function. The patient does have macro globular anaemia.

Event description:
As reported by the physician, igm gammopathy is not believed to have contributed to the event. Apart from hypertension, there were no other cardiovascular risk factors. No possible root causes were provided as to why the aortic valve degeneration occurred. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Examination of the valve revealed a deformed prosthesis due to intrinsic calcifications in all leaflets. There was pannus overgrowth on the inflow skirt of the valve. X- rays of the subject valve showed intrinsic calcifications in all leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-5mm into the lumen, narrowing the annulus, and contributes to stenosis. Thrombus depositions were detected on both prosthetic sides. The free edge of one leaflet was slightly outflow bent near the post 2 due to fibrous pannus and so caused a low degree of insufficiency. The top of post 2 was covered by fibrous pannus that grew on the free edge of the leaflet and contributes to stenosis. Fibrous pannus depositions were present on the crown, on all sinusal struts, on both sides of all struts, on the metal component of all posts and on almost all adherent margins. On two leaflets, whitish and yellowish areas due to tissue alterations were detected. There are small thrombus depositions. Histological analyses were performed on samples taken from two leaflets. The results confirmed the presence of large intrinsic and calcifications. Hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. Cholesterol clefts and inflammatory cells were detected. A thin fibrous pannus layer was visible on the mesothelial surface of one leaflet. A thrombus deposition was visible on the mediastinic surface of the leaflet. Pericardial delaminations were detected. Bacteria were not detected with the gram stain. This perceval s valve was explanted after 3 years and 3 months due to a reported calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness. Histological analysis also identified inflammatory cells throughout the samples. It is possible that the patient¿s clinical conditions and risk factors (hypertension) may have contributed to the structural valve deterioration observed in this perceval s valve. It should be noticed that structural valve deterioration is reported as a potential adverse event in the perceval valve IFU. The event is therefore a known inherent risk of the device.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The device was returned to the manufacturer. Further investigation is ongoing.